Event description:
It was reported that the ventilation chamber of an interlink system solution set was not ventilating, and the set would not flow with albumin solution. It is unknown what process step this occurred during. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; however, the customer did return an unused sample from the same lot. A visual inspection and functional flow testing were performed. The device flowed without issue. No malfunctions or abnormalities were identified during the evaluation of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.